Event description:
It was reported by the patient to have received shocks from the fractured right ventricular (rv) lead. It was also reported that there was an alert for high impedance. Therefore the rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: concomitant product: 3830 implantable pacing lead (B)(6) 2008. (B)(4).